Event description:
It was reported to boston scientific target that the gdc coil was positioned in the aneurysm. Checks were made to determine flow after positioning. Current was passed, resulting in curr fail message. Wire was advanced to position for second detachment attempt. Coil spontaneously detached leaving a tail into the parent vessel. Marker wasn't fully crossed, but it was felt that the detachment zone would be outside the catheter based on previous experience.